Event description:
Consumer complaint of blood results reading "hi." Customer stated expected results are between 130-135 mg/dl. Last 5 results in memory were 413 mg/dl, 348 mg/dl, 576 mg/dl, 521 mg/dl, and 171 mg/dl. No "hi" seen in memory. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue or user has high glucose value.

Event description:
Consumer complaint of blood results reading "hi". Customer stated expected results are between 130-135mg/dl. Last 5 results in memory were 413mg/dl, 348mg/dl, 576mg/dl, 521mg/dl, and 171mg/dl. No "hi" seen in memory. No adverse event reported.